Manufacturer narrative:
The complaint device was received for product analysis in two pieces. A visual examination identified that the balloon folds were in a wrapped state and had not been subject to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified a complete break at 19.7 cm distal to the strain relief. Multiple hypotube kinks was also identified. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the device was fractured in a location which would not enter the patient. The trigeminal, 30-38mmx2.50-3.00mm, target lesion was located in the left main ostium. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the delivery device fractured about 10 cm from the hub and was removed. The procedure was completed with another of the same device. No complications reported and the patient was stable after the procedure. However, device analysis revealed a complete shaft break 19.7 cm distal the end of the strain relief, in a location which could enter the patient.